Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and the filter struts perforated the caval wall, aorta, intestines and vertebrae. The patient developed pe and retroperitoneal hematoma post filter implant. A CT scan demonstrated extensive occlusive thrombus within the ivc below the filter, extending to the bilateral groins. The device was removed percutaneously after multiple unsuccessful attempts. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Around four years and eight months later, the patient reported right lower quadrant abdominal pain. Multiple axial images using computed tomography (CT) abdomen and pelvis was revealed multiple legs of the filter perforated the inferior vena cava by up to 1.6 cm. One of the filter legs penetrated the aorta. A second leg likely penetrated the posterior wall of the aorta. Below the level of the inferior vena cava filter, there was some increased density within the inferior vena cava which appeared expanded, concerned for thrombus although this cannot be confirmed. The iliac veins also appeared expanded that concerned for extensive thrombus. There was large amount of stranding of the retroperitoneal fat surrounded both aorta and inferior vena cava below the level of the filter, extended inferiorly along the iliac vessels and along the left psoas muscle. This stranding demonstrated some increased density and was compatible with retroperitoneal hematoma. Several posterior legs of the inferior vena cava filter extended into the annulus fibrosis of the intervertebral disc at l3-l4. Also, the patient was diagnosed with bleed from inferior vena cava and back pain. A computed tomography angiography (cta) chest, abdomen and pelvis was revealed that there was extensive thrombus in the distal right main pulmonary artery that extended into upper, middle and lower lobe segmental branches. There was thrombus in left lower lobe segmental branches. The filter with 2 legs apparently extended outside the inferior vena cava left laterally into the region of the aorta. The inferior vena cava was collapsed above the inferior vena cava filter, that implied thrombus in the filter. After two months and twelve days, a computed tomography (CT) abdomen and pelvis was revealed an infrarenal inferior vena cava filter, with mild tilting although less than 15-degrees caval thrombosis extended from the level of the inferior vena cava filter inferiorly into the common iliac veins with luminal narrowing of the external iliac veins suggested chronic thrombosis as well as non-occlusive clot within right greater than left external iliac veins extended into common femoral veins. Small amount of presumed resolving retroperitoneal blood products on the left was identified. Trace pericardial fluid was identified. There was no thrombus above the filter. On the same day, an attempt was made to retrieve the filter and replace with new inferior vena cava filter. Prior inferior vena cava filter was severely malpositioned with protrusion of the filter legs through the caval wall with 1 of them penetrated the aorta. Scout images demonstrated a malpositioned inferior vena cava filter with significant tilt. Under ultrasound guidance, right internal jugular vein was accessed with a micropuncture needle. A 12-french cook filter retrieval sheath was placed at the access site. The filter removal system was advanced through the sheath and positioned just above the filter tip. The snare was advanced through the sheath and attempts were made to engage the filter hook/neck; however, these were unsuccessful because of filter was embedded in the caval wall. Bronchial forceps were advanced through the sheath and filter was dislodged from the caval wall with the hook positioned intraluminally. At this time, filter removal snare was re-advanced through the sheath and positioned above the central tip of the inferior vena cava filter. The filter was engaged with confirmation in multiple projections. The filter was then collapsed and pulled through the retrieval sheath under fluoroscopic guidance. Therefore, the investigation is confirmed for filter malposition, perforation of the inferior vena cava and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged filter tilt, perforation of the ivc and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, the investigation is inconclusive for pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and the filter struts perforated the caval wall, aorta, intestines and vertebrae. It was further reported that pe within the lower lobe of the pulmonary arteries were apparent and CT scan demonstrated extensive occlusive thrombus within the ivc below the filter, extending to the bilateral groins. The device was removed percutaneously after multiple unsuccessful attempts. The patient reportedly experienced pain; however, the current status of the patient is unknown.